Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had bolle/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the lead dislodged. Repositioning was attempted but physician was unable to get good values. The lead was extracted and a new lead was used. There were no reported patient complications as a result of this event.